Event description:
It was reported that, during npwt, a renasys touch non connect 4th ed device failed to charge. Treatment had to be stopped (not completed). Current health status of the patient is unknown.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device failure to charge will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. Visual inspection of device found that the front and back of the device case was broken. Functional evaluation found that the device operated within the expected parameters with no faults found, therefore no relationship was established between the device and the reported event. Probable root cause for the reported issue may be a faulty power source, or the charger not being properly connected to the device. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.